Event description:
It was reported that, "large pt weighting (B)(6) (B)(6)", despite having satisfactory to good exposure, polyethylene cup would not lock in place." Surgeon rechecked cup, tried 3 more times. Used new cup and had no problem locking it in place.

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.